Manufacturer narrative:
The cause of the discrepant elevated pt-inr results is user error. The account had placed the incorrect lot of innovin reagent in use. The issue was resolved with placing the current approved lot of reagent on board with the appropriate mnpt and isi values and confirming with qc. The account stated that there was no major impact on patients. Patients were being monitored on anticoagulant therapy and were not emergency room (ER) patients. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant elevated prothrombin time (pt-inr) results were obtained on qc and patient samples on the ca-530 instrument. The results were reported to the physician. When it was determined that an incorrect lot had been in use, samples were sent to an alternate facility for testing resulting in a delay in reporting. There is no indication that patient treatment was altered or prescribed on the basis of the discrepant elevated pt-inr results or the delay in reporting. There was no report of adverse health consequences as a result of the discrepant elevated pt-inr results or the delay in reporting.